Event description:
It was reported that there was a loss of therapeutic effect and stimulation wasn¿t working as well as it used to. It was noted that this started several months ago. The patient had an appointment scheduled for (B)(6) 2014 and wanted help with reprogramming. Later it was reported that the patient saw the manufacturing representative in (B)(6) 2014 and she asked him to get the stimulation down into her legs and the manufacturing representative did this and it was too strong. The patient tried to work on it and tried to get it where it was better but could never get it to where it quit stimulating her legs. The patient stated that she would have a really strong current go down her leg when she was outside and went all the way down her leg down her toes (very strong) and just couldn¿t work with something like that. The patient stated that she used it every day before that and it helped the patient up until it wasn¿t working right. The healthcare professional (hcp) took x-rays to make sure the leads were still in place where they were supposed to be and everything looked okay. The device helped the patient a lot when it was first put in.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v434089, implanted: (B)(6) 2010, product type: lead; product ID 3888-45, lot# v475071, implanted: (B)(6) 2010, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).